Event description:
The customer reported that an 840 ventilator oxygen (o2) sensor was out of calibration while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported that the patient was not removed from the ventilator. The ventilator continued to cycle while the o2 sensor was replaced and calibrated.

Manufacturer narrative:
(B)(4). Previously, conflicting information may have been provided to pb840 customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(6), 2013.